Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "elongated cuff is causing end user to put in more air because of leak. When patient was intubated for a couple of days they noticed condensation in it when filling it. Pilot balloon will not fill when moisture is in it. There was no reported patient harm. Associated complaints 8040412-2025-00064 and 8040412-202 5-00053."